Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Multiple attempts for the firmware upgrade on the pacemaker were unsuccessful and device triggered into backup vvi mode. The device was restored to normal function successfully. The patient was stable before, during and after the interrogation and will continue to be monitored.